Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel-filled breast implant, catalog and lot numbers unknown (see manufacturer¿s report # 1645337-2018-00736). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported by the plaintiff¿s counsel that a patient had a serious infection following implantation with unspecified mentor gel-filled breast implants requiring explantation, and that the doctor failed to report this adverse event to mentor. No additional information is available at this time.